Event description:
On 4/1/1998 following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a diabetic pt's right groin. The venous sheath had not been removed prior to angio-seal placement (which is not in accordance with the instructions for use). Hemostasis was not achieved with the device, and manual pressure and a c-clamp were used with successful control of the bleeding. On 4/14/98 the pt returned to the hosp with an infected right groin with purulent drainage. Blood cultures were negative, although the site cultured positive for enterococcus group b. The pt was placed on intravenous antibiotics (kefzol and unasyn) for several days, following which the site was markedly improved. On 4/17/98 the pt underwent a technically difficult right coronary angioplasty to three stenoses in a diffusely diseased, heavily calcified and tortuous right coronary artery via the left groin. Following this procedure she returned to the ward where her intravenous antibiotics were continued for several more days. She was ambulated without problems and discharged home on 4/21/98 in good condition. As of 5/14/98 there has been no report of further complication or pt sequelae made to the MFR.